Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 45 mg/dl. The customer addressed the low bg with consuming carbohydrates and soda. A replacement pump was sent to the customer.